Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual inspection identified loose foreign material (fm). The presence of loose fm is acceptable if it is less than 0.8 square mm. For the analysis, a tappi chart with a 0.8 square mm reference dot was placed adjacent to the loose fm. The reason for the return was confirmed. No loose cap issue was observed for this device. Based on the additional information above, there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a dlp pediatric one-piece arterial cannula, it was reported that these device's had had a loose cap issue and dirt's were found inside the device. Use of device was unspecified. There was no patient involvement,so no adverse effect occurred.